Event description:
Round bits keep falling off the head-oral-b/power oral care refills [device breakage]. Case narrative: consumer reported via e-mail that round bits of toothbrush heads for my electric oral b toothbrush are keep falling off the head after one use. No injury reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
19-dec-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Round bits keep falling off the head-oral-b/power oral care refills [device breakage] product counterfeit-oral-b refills [product counterfeit]. Case narrative: consumer reported via e-mail that round bits of toothbrush heads for my electric oral b toothbrush are keep falling off the head after one use. No injury reported. Follow-up-19-dec-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.¿